Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of power turning off was not confirmed. The head switch focus and zoom were not effective. In addition, cable twist and head cable image inundation were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head power turned off. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the power turning off likely occurred from flooding failure of the charged coupled device and cable unit. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.